Event description:
While stimulation is turned on and off, the patient experienced a pulling, burning sensation at the lead and implantable neurostimulator location. The area at the pocket site was inflamed, tender, with a boil. Stimulation was turned off for a couple of weeks. If the patient pressed firmly on corner of the stimulator, the symptoms seemed to improve somewhat. The manufacturer representative reported the patient has traumatic brain injury and calls his physician 1-10 times a day. The physician was continuously working with the patient. The patient has the sensation with the simulator on or off. The patient experienced peri-oral burning and pain in his tongue. The device was turned off for at least 2 months. The patient came to the emergency room and demanded he be admitted for system removal, which the hcp did.